Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 620g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir/pcap lock properly inside the reservoir tube. Unit passed displacement test.

Event description:
Information received by medtronic indicated that the insulin pump had physical damage on the retainer ring. Customer stated that the pump had cosmetic damage . No harm requiring medical intervention was reported. The insulin pump was returned for analysis.